Event description:
Major pump unit(s) involved: extermal control system failure.specific component(s) involved: external controller malfunction..

Event description:
Major pump unit(s) involved: external control system failure;red heart alarm.specific component(s) involved: external controller malfunction;red heart alarm, speed dropped to 9100 from 9600.causative or contributing factor: no specific contributing cause identified.intervention(s): none.implant device type: lvad.